Event description:
A malfunction was reported on a customer's pump, with no adverse impact on the customer's blood glucose level. Customer service provided information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised that they could continue using the pump and to call back if any malfunction codes appeared again.